Event description:
During a ptca procedure, the maverick otw balloon ruptured at 12 atms on the second inflation. The lesion being treated was a calcified, 99% stenotic lesion in the lad. The maverick otw balloon was removed and the procedure was completed with another balloon. No pt injuries or complications were reported.